Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2018. The push button switch is a small, sealed mechanism that completes an electric circuit when it is pressed. When it is in the ¿on¿ position, a small metal spring inside makes contact with two wires, allowing electricity to flow. When it's off, the spring retracts, contact is interrupted, and current does not flow. If the switch does not properly latch, most likely it is the internal spring to be faulty. Therefore, it cannot be ruled out that a defective spring caused the reported event.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H10: livanova deutschland manufactures the s5 roller pump. The incident occurred in united states. A livanova field service engeneet was dispatched to the customer and could confirm the reported issue. Pump on/off switches would not latch consistently when actuated. Switches were replaced. The roller pump was then thoroughlly functionally tested and returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during procedure, when turning the s5 roller pump 150 was tuned off and on, it took serveral tries before the s5 roller pump 150 stayed on. The s5 machine alarmed. There is no report of any patient injury.